Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The faulty power cable was replaced and subsequently disca rded. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system had a faulty power cable. The wires of the cable were exposed. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no sparking due to the faulty power cable, and there was no bare metal wiring exposed on the power cable.